Manufacturer narrative:
Age of time of event: 18yrs or older.

Event description:
It was reported that stent damage occured. Vascular access was obtained via the femoral artery. The 90% stenosed, 12 x 2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 12 x 2.75 rebel stent was advanced, but failed to cross the lesion. However, it was noted that the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age of time of event: (B)(6) or older. Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon is loosely folded, the stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The distal end of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occured. Vascular access was obtained via the femoral artery. The 90% stenosed, 12 x 2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 12 x 2.75 rebel stent was advanced, but failed to cross the lesion. However, it was noted that the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.